Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom constant downstream occlusion alarms which was reproduced. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further evaluation determined that the downstream pressure plate gap was too narrow. The downstream tubing guide was replaced to correct this condition.